Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging cancer and kidney disease/toxicity. In addition, the patient also alleged nose irirtation. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information received on 06/26/2024. The following fields has been updated. In box d: product brand name, model number, catalog item identifier, product UDI has been updated. In box g: 510k has been updated. In box e: reporting address line 2 has been updated. In box h: manufacture date has been updated.